Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Product 329605. It was reported that before use of the bd autoshield¿ duo safety pen needle there was an issue with priming not allowing the insulin to pass through the pen needle. The following information was provided by the initial reporter: social and health service of the city using safety pen needle bd asd. They noticed that the needle of the pen side was warped to the side and thus insulin did not pass the pen vacuum. The nurse tested the operation of the needle before the injection, and this error was noticed.

Event description:
Product (B)(4). It was reported that before use of the bd autoshield¿ duo safety pen needle there was an issue with priming not allowing the insulin to pass through the pen needle. The following information was provided by the initial reporter: social and health service of the city using safety pen needle bd asd. They noticed that the needle of the pen side was warped to the side and thus insulin did not pass the pen vacuum. The nurse tested the operation of the needle before the injection, and this error was noticed.

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10.